Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. E1 - phone number: (B)(6).

Event description:
It was reported that this was an attempted closure of an unspecified access site with two proglide devices using the pre-close technique prior to an interventional procedure. Reportedly, the suture of the first proglide device was successfully pre-placed; however, a cuff miss [suture retrieval issue] occurred with the second proglide device. The decision was made to abort on the pre-close technique and perform a surgical cut down instead. The sheath was upsized to a large bore sheath, and the interventional procedure was completed. Hemostasis was achieved via the surgical cut down. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Subsequent to the initially filed malaysia report, the following information was received. It was reported that this was an attempted arteriotomy closure of the left common femoral artery with two proglide devices using the pre-close technique via a 6f sheath hole prior to an interventional procedure. Reportedly, the suture of the first proglide device was successfully pre-placed; however, a cuff miss [suture retrieval issue] occurred with the second proglide device. The decision was made to abort on the pre-close technique and perform a surgical cut down instead. The sheath was upsized to a large bore sheath, and the interventional procedure was completed. Hemostasis was achieved via the surgical cut down. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.